Manufacturer narrative:
The customer provided that the device was not in clinical use when the issue occurred.

Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported that the alleged issue (accept button is not working) could not be confirmed. The fse reported that the button was tested multiple times and did not find any failures with the button. No further actions were performed by the fse regarding the issue. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer reached back out to the philips technical support team and reported that the green accept button was not working when pressed. The customer requested assistance with bench repair.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator that had an accept button that was not responding when pressed. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator that had an accept button that was not responding when pressed. Insufficient information was available to determine the resolution of the event. The record was closed with no further actions performed by philips. It was noted the record that the reason for the closure was due to the customer not responding to further communications. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the acceptance button and board were removed and inspected. The se did not find any damage or defects, and the button was working properly. The device passed all performance verification testing. The system met the specification for the performed service and was returned to use.